Manufacturer narrative:
Internal file number - (B)(4). User facility medwatch #(B)(4).

Event description:
Subsequent to the initial/final medwatch report, a user facility medwatch was received with the following information: describe the event or problem: proglide did not work. What was the intended procedure? R. Limb endograft repair. What problem did the user have: not known. No additional information was provided.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: visual and functional inspections were performed on the returned device. The reported unknown device problem was confirmed as a needle to cuff miss. The investigation determined the reported difficulties appear to be related to user technique and/or an interaction with patient anatomy and the subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that bilateral suture placement in both the left common femoral artery (lcfa) and right common femoral artery (rcfa) was attempted with proglide devices using the pre-close technique via a 6f sheath prior to a right limb endograft repair interventional procedure. Reportedly, an unknown device failure occurred with one proglide device. It is unknown which access site the proglide with the reported issue was attempted to be used on. Two additional proglide devices were used for successful suture placement using the pre-close technique in both the lcfa and rfca. The right limb endograft repair was completed and hemostasis was achieved with the sutures of the pre-placed proglide devices in both the lcfa and rcfa. There was no adverse patient sequela and no reported clinically significant delay in the procedure. The physician is reportedly trained in the use of the proglide device and established in the pre-close technique. No additional information was provided.